Event description:
Issue with feeding guidewire into needle on the bard double lumen 5fr PICC kit. Required 3 sticks in order to place PICC line, using needle and guide wire from an mst kit without any issues. FDA safety report ID# (B)(4).